Event description:
Pt had a left upper lobectomy for lung cancer on 5/24/95. About 4 weeks ago, pt experienced increased pain in the left side. Chest x-ray revealed a fracture in 2 wires that were used to stabilize the rib cage after lobectomy. Conservative treatment of medication and intercostal nerve blocks failed. Surgery was done then on 7/12/95 to remove the fractured wires. The surgeon discarded the wires.